Event description:
This event was reported as fibrinous clots in each cusp of the leaflets, stenosis, congestive heart failure, atrial fibrillation, ventricular tachycardia and ataxia. No further info was provided.